Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a defective intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the event occurred during lens insertion. There was partial contact with the patient but the lens did not come fully out of the inserter, issue with the haptic. The procedure was completed by using another lens. The iol sample is not available as it was destroyed

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).